Event description:
Ivus catheter was placed into the left main coronary artery to image a lesion in the mid lad. When the radiologist technologist pressed record on the console the catheter started to record for 1 min then it started to skip frames and flicker before the screen went blank. The md removed ivus catheter and inserted a new ivus catheter. Was able to image lesion without issue.